Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977d260, serial# unknown, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a trial patient with an external neurostimulator (ens) for a trial that began on (B)(6) 2017 . The rep stated that the patient had an unsuccessful spinal cord stimulator (scs) trial. They had good coverage on day 1 but then they did not have effective pain relief following that. An x-ray showed that the lead pulled and moved from t8 to t12. The patient¿s healthcare professional (hcp) was considering re-trialing. They also attempted a competitor product. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.